Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26336. It was reported the patient underwent surgical intervention to reposition her leads on (B)(6) 2015 because the leads had been pulled out of place. The issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).